Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. Noise appeared on the image when the connector was swayed due to a faulty lever at the connector. In addition, the screw at the cord holder was missing and the memory battery had run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during an unspecified procedure, the scope connector on the video system center was loose but connection was possible. The image disappeared occasionally when the connector was touched or shaken. Additional details have been requested regarding the reported event. No additional information is available. The procedure was completed with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was found that the lever at the 180 connector u (gl982800) was faulty and some noises appeared on the image when the connector was swayed. Olympus will continue to monitor field performance for this device.